Event description:
It was reported on 07/13/2026 that dr. (B)(6) stated a hanh tapered implant failed. The 57-year-old, female patient presented for implant placement on tooth position #8 on (B)(6) 2025. The patient's bone quality was reported as type iii and her oral hygiene as good. The patient returned on (B)(6) 2026, before the second stage surgery, with pain and infection. Upon examination, the provider noted that the implant lost osseointegration. The reported device was explanted (B)(6) 2026 and not replaced. The symptoms resolved after implant removal and the patient did not have any permanent injury. No additional medical or surgical procedure was required. It was also reported that there was a fit issue with the implant.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).